Manufacturer narrative:
(B)(4). The device history record for (B)(4) lot was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. One used sample was received without original packaging. The sample was received with the control valve in the down position. The thumb valve was manually pulled up and it was found that it remained up when released. When depressed and released, the thumb valve remained in the down position. No resistance was felt when depressing the thumb valve. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the thumb valve became stuck in the down position, resulting in continuous suction. This happened during the second suction. The device was changed out for another and there was no reported injury to the patient.